Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in board unit; e216; complete loss of image; and dirt on coupler stopper. A root cause could not be identified. Based on the results of the investigation, it is likely the image flickered and showed snow, e216 occurred and there was a complete loss of image due to a failure in the board unit. A root cause for dirt on the coupler stopper could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image flickered and had a snowy screen when the connector was plugged into the device on the rack. There were no reports of patient harm.